Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open. The patient was undergoing surgery for treatment of an unruptured, fusiform, aneurysm with a max diameter of 16 mm. The landing zone arterial diameter was 3.8 mm distally and 4.5 mm proximally. It was noted the patient's blood vessel tortuosity was severe. Dual an tiplatelet treatment (dapt) was administered. The phenom 27 microcatheter was positioned at the bifurcation of the left middle cerebral artery, supported by a microguidewire. The guidewire was removed. The pipeline was wetted with heparinized saline solution, inserted into the phenom 27 microcatheter, and advanced until it was in position for initial deployment. The flow diverter was then advanced through the microcatheter until it reached the right middle cerebral artery (mca). Upon reaching the mca, the distal tip of the guidewire was kinked. This tip was retrieved, and the device was transferred using another phenom 27 microcatheter. The device was flushed as instructed by the IFU. The flow diverter was advanced with a push, positioned in the mca, and deployment began from the middle cerebral artery to the internal carotid artery (ica) of the posterior communicating artery. During deployment, good opening was observed at the mid-level, but the device did not open distally. The specialist performed various maneuvers to achieve distal opening, but was unsuccessful. The system was then removed. A new microcatheter was placed distal to the aneurysm, and a new pipeline flex ped2 475-35 device was advanced without any problems. The flow diverter was released, control projections were made, and the procedure was completed without complications. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The distal portion of the pipeline was positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. Ancillary devices included bmx096 guidecatheter, phenom plus catheter, phenom 27 microcatheter, 0.018 asahi microguidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.